Event description:
It was reported that on (B)(6) 2011, the patient underwent stent implantation in the completely calcified right internal carotid artery. Immediately post procedure the patient experienced a stroke with decreased level of consciousness, severe bilateral motor-sensory loss, severe hemi-attention, complete hemianopia and dysarthria. Thrombolytic treatment was given. The patient died on (B)(6) 2011, due to stroke syndrome, cerebral swelling bilateral hemispheres. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, weakness, death and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.